Event description:
The syringe pump was being used to infuse medication in a 4-yr-old pt undergoing a procedure in MRI. The pump was approx 5-6 feet from the MRI magnet when the force of the magnetic field pulled the pump from the hands of a crna. The pump flew through the air and attached to the magnet. The pump did not strike the child during flight, however, the potential for serious injury was great.